Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. Date of issue is an approximation. The patient stated that the sensor she had inserted into the abdomen on (B)(6) 2019, had failed on (B)(6) 2019. She continued to use the same sensor and stated it kept going ¿in and out¿ and she was unable to check her glucose often enough. She ended up going into diabetic ketoacidosis (dka) and her husband took her to the hospital on (B)(6) 2019; she was admitted, and treated with insulin, dextrose, potassium and phosphorus. At the time of the call on (B)(6) 2019 she was feeling better and expected to be discharged that day. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be counts aberration. No additional patient or event information is available.